Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2017. According to the complainant, during preparation, when attempting to extend the obturator pocket the internal bolster separated. The procedure was completed with a new endovive¿ securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition was reported to be with no patient injury/damage.

Manufacturer narrative:
A visual examination of the device revealed that the internal bolster obturator anchor pocket to be torn. The bolster was not detached and appeared to have been molded properly with no voids, bubbles or thin areas noted. It was noted that the condition of the returned unit was not consistent with the complaint incident that the internal bolster was detached. It is the most likely that during preparation, the device could have been manipulated and it appears that the internal bolster was torn while being stretched by the obturator rod (possible excessive force applied to the device by the user). Based on the information available it is possible that the way in which the device was handled and manipulated during preparation may have contributed to the failure noted, therefore the most probable root cause of this complaint is handling damage. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2017. According to the complainant, during preparation, when attempting to extend the obturator pocket the internal bolster separated. The procedure was completed with a new endovive¿ securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition was reported to be with no patient injury/damage.